Manufacturer narrative:
The returned product was evaluated and the investigation found the hook switch spring jammed into the ratchet gear. It could not be determined how the spring became displaced. Due to the drive stall condition it confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 300 mg/dl. The pod was worn between 4 and 24 hours.